Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father reported via phone call that the insulin pump had a backlight anomaly. The customer¿s blood glucose level of the customer was 10.5 mmol/l. The customer was assisted with the troubleshooting. The customer stated that the insulin pump¿s backlight on the screen had completely stopped working. The insulin pump will be returned for the analysis.

Manufacturer narrative:
During back light check, there was a portion of the el panel that was not lit due to damaged el panel.